Event description:
It was reported that the cross arm brake handle on the 9800 system was broken. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cross arm brake handle was repaired during the service call. The system was tested and found to be working as intended, and put back into service.